Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a post market clinical follow-up report received from university of (B)(4) medical center, in USA. The title of this report is ¿a retrospective data collection of the treatment of femur fractures with the t2 femoral nailing system¿ which is associated with the stryker ¿t2 femoral nailing system¿. This study includes research done on 52 patients requiring surgery between the period february 15, 2017 to september 1, 2019. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore, new complaint was initiated in the system for the post-operative complication mentioned in the report. This product inquiry addresses limb length discrepancy for which lengthening osteoplasty was performed. The report states: ¿patient fifteen sustained a left open femoral shaft fracture for which they received intramedullary rodding. Leg length discrepancy was noted postoperatively. However, since this was a polytrauma patient being treated for other injuries, the limb length discrepancy was not treated until 14 months post-operatively. The patient underwent a lengthening osteoplasty. Incremental lengthening at the osteotomy site with new bone regeneration was noted 1-month following the revision surgery. 2-months post revision surgery, his leg length was noted to be restored. 7- months following the revision surgery, the fracture had demonstrated bone consolidation.¿